Event description:
At office inspection, it was noticed the spring popped off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report was sent in error. This product is not a prior reportable malfunction complaint therefore it is not a reportable complaint.